Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user is testing with expired test strips, the vial is open for six month, it is not recommended test with strips from vial opened more than three month per user guide instructions or/and user had an incorrect code key.

Event description:
Customer complains of erratic results. Customer states that feels dizzy.customer is taking insulin. Customer states does not require medical attention. The customer's expected blood result is 200-300mg/dl fasting. Verified the strips expire 8/31/2017. Customer informed is testing wiwth the strips for more than 6 months. Reviewed meter memory: (B)(6). Customer is concern with results taken on (B)(6) 2015 at 5:51am, 397mg/dl and 410mg/dl at 5:50am. Customer states the blood test between one and another resutls are significance different. Customer informed wife share the same meter, wife uses the meter the most. Customer meter is not coded properly (4591) and customer is unable to find the code chip for the vial of strips that is currently using. Customer states that does not always run a fasting blood test. Check meter memory and the time and date are not set correctly. Check the memory and most of the results in the memory are wife results. Customer strips have been open since (B)(6). Customer will purchase some new strips. Customer does not run his blood test regularly.